Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer reported that they had a spinal cord stimulator (scs). There was a report that it was nothing but problems. There was a report that it came apart internally, provided inadequate pain coverage, leads died, and then finally was removed. If additional information is received, a follow up report will be sent.